Manufacturer narrative:
H.6. Investigation: bd had not received samples, but a video was provided by the customer facility for investigation. The video was evaluated and the customer's indicated failure mode for underfill with the incident lot could not be confirmed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#260774. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text : see h.10.

Event description:
It was reported that tubes were under filling with a bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes. This occurred on 20 separate occasions during use, however, patient information is unknown. The following information was provided by the initial reporter: customer noted that some of the 2ml fluoride tubes were underfilling. The blood draw method is via needle and syringe. The blood is then transferred by piercing the tube cap, and allowing the vacuum in tube to fill the tube.

Manufacturer narrative:
PMA / 510(k)#: k945952 & k901449. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tubes were under filling with a bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes. This occurred on 20 separate occasions during use, however, patient information is unknown. The following information was provided by the initial reporter: customer noted that some of the 2ml fluoride tubes were underfilling. The blood draw method is via needle and syringe. The blood is then transferred by piercing the tube cap, and allowing the vacuum in tube to fill the tube.